Event description:
It was reported there were jammed staples, no further info is available. Procedure: lap cholecystectomy. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled, fed and formed 1 conforming clip, upon the second firing the clip jammed and the lifter spring disengaged from the cartridge cover. The remaining 2 clips were malformed due to the lifter spring condition. The lifter spring became disengaged, as it was not properly assembled. In addition, the cartridge cover was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch recorded was reviewed and no anomalies were noted during the mfg process.